Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually and microscopically inspected and tested for leaks. During microscope observation, bodily fluid was identified inside the pump; in addition, the kink resistant tubing (krt) of the component had a leak from fatigue. The pump was not functionally inspected due to the contamination identified. Based on the information available and analysis results, the fluid leak identified in the krt could have caused or contributed to the reported clinical observation of fluid loss caused by a crack in the cylinder and pump connecting tube; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a fluid leak caused by a crack in the cylinder and pump connecting tube. It was detailed that the fluid loss was identified because there was no fluid in the reservoir. The pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a fluid leak caused by a crack in the cylinder and pump connecting tube. It was detailed that the fluid loss was identified because there was no fluid in the reservoir. The pump was removed and replaced. There were no patient complications.